Event description:
Customer reported 2 discordant bilirubin results on the instrument. Customer indicated that bilirubin results were approx +/- 100 mg/dl difference to the lab results and to a alternate instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens field service engineer (fse) went on the site and checked the system. Fse indicated that system was down on arrival due to reagent flow errors and found blockage in the preheater tubing and reagent manifold. Fse cleaned the pre-heater tubing and replaced the pressure sensor and reagent manifold. Fse found that the harness coox interconnect damaged at the scif connection (p50) which has been replaced and rebooted the system. Fse also found slope errors with the potassium (k) sensor. It has been refilled and several calibration performed. Customer ran sample and compared the results with two other analyzers in the lab and found that the bilirubin values were matching. Instrument is operational.